Manufacturer narrative:
There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. The complaint was not confirmed. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred.

Event description:
N/a

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient's daughter reported that an xxx-duraseal was used on an unspecified neck surgery. During the procedure, an artery was nicked so the doctors used duraseal to seal it. The patient was told that the glue was supposed to dissolve. However, scans showed that the glue was crammed that caused the patient in pain. The duraseal was putting pressure on the nerve so the patient could not work or do anything.